Manufacturer narrative:
Analysis summary: the returned container is intact and fully functional. The cover closures have normal function. No problem found/no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the outer tray for the demo instrument was damaged. The clamps were not working properly. There was no patient present during this event.